Manufacturer narrative:
The company service representative examined the system and secured the 6mm screw and the adapter plate to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to a loose 6mm screw and adapter plate. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating microscope head was loose. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received further clarified that the stand was noted to be a little wobbly which has since been corrected. Procedure details information will remain unknown however, it was confirmed that there was no harm to any patient. No further details are available for this report.